Event description:
It was reported that the right ventricular lead caused a cardiac perforation that resulted in cardiac tamponade. The lead was later explanted due to unrelated infection and was found to be broken with an adhesion on the svc coil.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the product. Correction: adding unspecified infection code to h6.